Manufacturer narrative:
(B)(4) device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
(B)(6) clinical study it was reported that stent thrombosis (st) and myocardial infarction (mi) occurred. In (B)(6) 2015, clinical assessment indicated that the patient did not have qualifying condition of angina. Target lesion #1, a de novo lesion, was located in the proximal circumflex (cx) with 80% stenosis and was 15mm long with a reference vessel diameter of 3mm. Target lesion #1 was treated with direct stent placement of a 3.00x16mm promus premier everolimus-eluting platinum chromium coronary stent, with 0% residual stenosis. Target lesion #2, a restenotic lesion with no stent and an ostial lesion, was located in the 3rd obtuse marginal (om) with 100% stenosis and was 18mm long with a reference vessel diameter of 3mm. Target lesion #2 was treated with pre-dilatation and a 2.25x20mm promus premier everolimus-eluting platinum chromium coronary stent was deployed, with 0% residual stenosis. The following day, the patent was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient presented to the emergency department with chest pain, and had improvement with sublingual nitroglycerin. The patient was diagnosed with a myocardial infarction (mi). Cardiac enzyme results included elevated troponin consistent with non st elevation myocardial infarction (nstemi). The patient was admitted for evaluation and management of angina. There was 100% diameter stenosis in the 3rd obtuse marginal. The location of the mi was not identifiable. Continued medical management was recommended, as the patient was not considered a candidate for revascularization. Ten days after, the patient was discharged from the hospital.